Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook huibregtse triple lumen needle knife. It was reported that while using the needle knife, the needle tip fell off and embedded into the patient mucosa by the ampulla.a section of the device did not remain inside the patient¿s body. According to the initial reporter the needle tip fell off, embedded into the patient mucosa and was retrieved using forceps. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation:the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned.our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the handle/needle in between the advanced and retracted positions. A visual examination of the distal end confirmed that the needle was no longer attached to the device. The detached portion was not included in the product return. The detached portion is specified to measure 4mm +/- 1mm. When the handle is placed in the advanced position the purple shrink tube extends approximately 3.0mm out of the distal end of the catheter, this is within product specifications. The curved distal end of the catheter to the handle shrink tubing measured approximately 197.7 cm which is also within product specifications. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed.the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution.investigation conclusion:our evaluation of the product said to be involved confirmed the report. The additional information received indicated that the user held the needle knife stationary during application of current. Needle knife breakage near the distal end can occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions for use warns: "it is essential to move the cutting wire while applying current. Maintaining the cutting wire in one position may cause excessive focal coagulation, charring of tissue and/or damage to the cutting wire." This is the most likely cause of needle knife breakage.additionally, the instructions for use caution the user: "when applying current, ensure the cutting wire is completely out of the endoscope. Contact of the cutting wire with the endoscope may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope."prior to distribution, all huibregtse needle knife papillotomes are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment.corrective action:based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.additional comments: based on the information provided that the user held the needle knife stationary during application of current, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.